Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack, battery compartment threads damaged, damaged battery cap, force sensor flex cable cracked, and vibration motor unaligned. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment crack observed in thread area and below bumper pad. No evidence of moisture contamination found inside battery compartment. Threads inside battery compartment also damaged. Battery cap can not be fully tightened due to damaged threads on cap, in battery compartment and battery compartment crack. A power loss was observed. A test cap was used and was also unable to fully tighten. Vibration motor not responding. Found vibration motor alignment pins to be misaligned. The pump was not able to be exercised for 24 hours due to a "no cartridge detected" warning during load/step. Pump case was removed, no evidence of moisture contamination found inside pump. Force sensor flex cable was found to be cracked at a bend in the cable. Cable eventually broke when the cable was being straightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.